Event description:
"During removal of the device, an intense reaction of the soft tissue to the catheter was encountered. The catheter broke during manipulation. Interventional radiology could remove the distal part of the catheter, but could not remove the intravascular portion of the cather as it apperead to be adherant to the vein wall.